Event description:
The patient called to report that they experienced a low blood sugar of 18 earlier in the day that involved paramedics and glucagon. They were concerned that the pump in some way over delivered insulin. They stated that they did not give themself a bolus for lunch.